Event description:
It was reported that during a mammotome breast biopsy procedure, "the techs went to set up the mammotome in order to have the radiologist perform a stereotactic biopsy and they indicated that they were getting an error message saying that the mammotome didn't recognize holster. The case had to be cancelled and the pt was re-booked. There were no adverse consequences to the pt. The pt will be rescheduled using the loaner holster. The pt was on the table, however, the breast had not been pierced. The issue occurred during set-up.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint. Service and functional tests were performed. It was found the holster's black electrical cable had a loose lemo connector, which was not allowing it to plug in correctly, giving error per the complaint. To correct this issue, the analysis site replaced the black electrical cable. The green cable was replaced due to it was split and bent causing too much torque and would not pass calibration, the e-clip was replaced due to it was damaged during disassembly after servicing the unit passed qa inspections. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.